Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: partial delamination of the valve was observed (adhesive failure) however no leakage was observed through delamination. Additional observations: crease fold observed on the device. No leak was observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left deflation. Device has been explanted.